Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated and perforated her uterus/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube"), device breakage ("essure device had fractured/ device breakage/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube"), fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had trouble placing the essure device on one side" on (B)(6) 2012. The patient's past medical history included multigravida, parity 3 (B)(6) 2011, (B)(6) 2010, (B)(6) 2007), colposuspension, urinary tract infection, abortion, endometriosis and weight gain. Previously administered products included for an unreported indication: depo-provera shot, mirena and copper intra uterine device. Concurrent conditions included endometriosis. Concomitant products included ibuprofen since (B)(6) 2016, medroxyprogesterone (depo provera) and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced procedural pain ("it was incredibly painful"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"), amnesia ("memory loss"), astigmatism ("astigmatism"), weight increased ("weight gain"), mood swings ("mood swings") and night sweats ("night sweats"). In 2012, the patient experienced gingival bleeding ("gums bleeding") and sensitivity of teeth ("teeth sensitivity"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced rash papular ("raised bumps on hands and feet; itchy"), rash pruritic ("raised bumps on hands and feet; itchy") and tremor ("tremors in my body, especially my arms and legs and my head felt funny/ tremors in her body, especially her arms and legs and her head felt funny"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), tooth disorder ("dental problems"), musculoskeletal pain ("shoulder pain"), the first episode of pain in extremity ("shin pain"), pain ("body pain"), tooth extraction ("molar extracted"), the second episode of pain in extremity ("leg pain"), rash ("rash") and visual impairment ("vision problems"). The patient was treated with surgery (on (B)(6) 2016, she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, urinary tract infection, bacterial vaginosis, hormone level abnormal, rash papular, rash pruritic, migraine, headache, tooth disorder, tremor, astigmatism, weight increased, gingival bleeding, sensitivity of teeth, tooth extraction, the last episode of pain in extremity and procedural pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, musculoskeletal pain, pain, mood swings, night sweats, vaginal discharge, rash and visual impairment had resolved and the anxiety and amnesia was resolving. The reporter considered alopecia, amnesia, anxiety, astigmatism, bacterial vaginosis, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, menorrhagia, migraine, mood swings, musculoskeletal pain, nausea, night sweats, pain, procedural pain, rash, rash papular, rash pruritic, sensitivity of teeth, tooth disorder, tooth extraction, tremor, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: no perforation of coil through uterine peritoneum. Possible perforation of tubal lumen on the right side but not through peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes were occluded bilaterally on (B)(6) 2012, essure insertion procedure: we found both tubal ostia and deployed the essure device into the left tube. There was one coil visible after deployment was complete. We then did the same procedure on the right side after which there were three coils noted. The patient had tolerated the entire procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was added. Events added: doctor had trouble placing the essure device one side, it was incredibly painful. Historical drug was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated and perforated her uterus/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube"), device breakage ("essure device had fractured/ device breakage/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube"), fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had trouble placing the essure device on one side" on (B)(6) 2012. The patient's medical history included multigravida, parity 3 ((B)(6) 2011, (B)(6) 2010, (B)(6) 2007), colposuspension, urinary tract infection, abortion, endometriosis and weight gain. Previously administered products included for an unreported indication: depo-provera shot, mirena and copper intra uterine device. Concurrent conditions included endometriosis. Concomitant products included () since (B)(6) 2016, hydrocodone, ibuprofen since (B)(6) 2016, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("it was increadibly painful"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced gingival bleeding ("gums bleeding") and sensitivity of teeth ("teeth sensitivity"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"), amnesia ("memory loss"), astigmatism ("astigmatism"), mood swings ("mood swings") and night sweats ("night sweats") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced rash papular ("raised bumps on hands and feet; itchy"), rash pruritic ("raised bumps on hands and feet; itchy") and tremor ("tremors in my body, especially my arms and legs and my head felt funny/ tremors in her body, especially her arms and legs and her head felt funny"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), musculoskeletal pain ("shoulder pain"), the first episode of pain in extremity ("shin pain"), pain ("body pain"), the second episode of pain in extremity ("leg pain"), rash ("rash") and visual impairment ("vision problems"), was found to have hormone level abnormal ("hormonal changes") and underwent tooth extraction ("molar extracted"). The patient was treated with surgery (on (B)(6) 2016, she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, urinary tract infection, bacterial vaginosis, rash papular, rash pruritic, tooth disorder, tremor, astigmatism, weight increased, gingival bleeding, sensitivity of teeth, tooth extraction, the last episode of pain in extremity and procedural pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, hormone level abnormal, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, musculoskeletal pain, pain, mood swings, night sweats, vaginal discharge, rash and visual impairment had resolved and the anxiety and amnesia was resolving. The reporter considered alopecia, amnesia, anxiety, astigmatism, bacterial vaginosis, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, menorrhagia, migraine, mood swings, musculoskeletal pain, nausea, night sweats, pain, procedural pain, rash, rash papular, rash pruritic, sensitivity of teeth, tooth disorder, tooth extraction, tremor, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: no perforation of coil through uterine peritoneum. Possible perforation of tubal lumen on the right side but not through peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were occluded bilaterally. On (B)(6) 2012, essure insertion procedure: we found both tubal ostia and deployed the essure device into the left tube. There was one coil visible after deployment was complete. We then did the same procedure on the right side after which there were three coils noted. The patient had tolerated the entire procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received : outcome of the event headache,migraine and hormonal changes was updated from unknown to recovered resolved.concomitant products added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that essure device had fractured (seen as device breakage), migrated, and perforated her uterus and that she required a hysterectomy to remove all the pieces. Only device breakage is unlisted in the reference safety information for essure. However, according to product technical complaint analysis, device breakage is an anticipated event. Uterine/fallopian perforation with essure may occur, most often during insertion. In addition, single cases have been reported of essure breakage. In this case, these events were identified by the physician about 3 years and 11 months after essure insertion. The exact date and mechanism of uterine perforation and device breakage were not known. However, considering their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. No sample available for this investigation and no valid lot number. Although it was not possible to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed in (B)(6) 2012. On or about (B)(6) 2012, plaintiff contacted her physician to discuss her birth control options. Health care professional recommended the essure device/procedure as an alternative birth control, stating that essure was permanent, effective and safe. She relied on the risks as relayed by her healthcare provider in reaching her decision to have the essure procedure over tubal ligation. On or about (B)(6) 2012, plaintiff underwent the essure procedure. On or about (B)(6) 2016, she was told by physician that her essure device had fractured, migrated, and perforated her uterus and that she required a hysterectomy to remove all the pieces. On (B)(6) 2016, she underwent a hysterectomy to remove the essure device. In 2016, plaintiff learned that essure may have caused other women to develop symptoms like hers. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that essure device had fractured (seen as device breakage), migrated, and perforated her uterus and that she required a hysterectomy to remove all the pieces. The events were considered serious and only device breakage is unlisted in the reference safety information for essure. Uterine/fallopian perforation with essure may occur, most often during insertion. In addition, single cases have been reported of essure breakage. In this case, these events were identified by the physician about 3 years and 11 months after essure insertion. The exact date and mechanism of uterine perforation and device breakage were not known. However, considering their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated and perforated her uterus/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube"), device breakage ("essure device had fractured/ device breakage/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube"), fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 2011, (B)(6) 2010, (B)(6) 2007). Previously administered products included for an unreported indication: copper intra uterine device and depo-provera shot. Concomitant products included ibuprofen since (B)(6) 2016 and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), hormone level abnormal ("hormonal changes"), anxiety ("anxiety"), amnesia ("memory loss"), rash papular ("raised bumps on hands and feet; itchy"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), tremor ("tremors"), astigmatism ("astigmatism"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), musculoskeletal pain ("shoulder pain"), pain in extremity ("shin pain") and pain ("body pain"). The patient was treated with surgery (on (B)(6) 2016, she had hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2016, she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, hormone level abnormal, amnesia, rash papular, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, tremor, dysmenorrhoea, dyspareunia, astigmatism, fatigue, weight increased and alopecia outcome was unknown and the anxiety, musculoskeletal pain, pain in extremity and pain had resolved. The reporter considered alopecia, amnesia, anxiety, astigmatism, bacterial vaginosis, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, musculoskeletal pain, nausea, pain, pain in extremity, rash papular, tooth disorder, tremor, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Most recent follow-up information incorporated above includes: on 27-feb-2018: information from pfs. Reporters added. Patient¿s demographics, historical conditions drugs added. Events per pfs: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), uti, bacterial vaginosis, hormonal changes, anxiety, memory loss, raised bumps on hands and feet; itchy, bladder or urinary problems or changes, migraines, headaches, migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube/ perforation (fallopian tube(s)), nausea, dental problems, tremors, dysmenorrhea (cramping), dyspareunia, pain, astigmatism, fatigue, weight gain, hair loss, pain abdominal area, shoulder pain, shin pain and body pain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated and perforated her uterus/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube"), device breakage ("essure device had fractured/ device breakage/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube"), fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2011, (B)(6) 2010, (B)(6) 2007) and colposuspension. Previously administered products included for an unreported indication: copper intra uterine device and depo-provera shot. Concurrent conditions included endometriosis. Concomitant products included ibuprofen since april 2016 and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), hormone level abnormal ("hormonal changes"), anxiety ("anxiety"), amnesia ("memory loss"), rash papular ("raised bumps on hands and feet; itchy"), rash pruritic ("raised bumps on hands and feet; itchy"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), tremor ("tremors"), astigmatism ("astigmatism"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), musculoskeletal pain ("shoulder pain"), pain in extremity ("shin pain") and pain ("body pain"). The patient was treated with surgery (on (B)(6) 2016, she had hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2016, she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, hormone level abnormal, amnesia, rash papular, rash pruritic, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, tremor, dysmenorrhoea, dyspareunia, astigmatism, fatigue, weight increased and alopecia outcome was unknown and the anxiety, musculoskeletal pain, pain in extremity and pain had resolved. The reporter considered alopecia, amnesia, anxiety, astigmatism, bacterial vaginosis, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, musculoskeletal pain, nausea, pain, pain in extremity, rash papular, rash pruritic, tooth disorder, tremor, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes were occluded bilaterally on (B)(6) 2012, essure insertion procedure: we found both tubal ostia and deployed the essure device into the left tube. There was one coil visible after deployment was complete. We then did the same procedure on the right side after which there were three coils noted. The patient had tolerated the entire procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Reporter information updated, case became medically confirmed. Patient¿s relevant history and lab data updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated and perforated her uterus/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube"), device breakage ("essure device had fractured/ device breakage/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube"), fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device location of device: broke in fallopian tube/uterus; protruding through fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2011, (B)(6) 2010, (B)(6) 2007), colposuspension and urinary tract infection. Previously administered products included for an unreported indication: copper intra uterine device and depo-provera shot. Concurrent conditions included endometriosis. Concomitant products included ibuprofen since (B)(6) 2016 and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"), amnesia ("memory loss"), astigmatism ("astigmatism"), weight increased ("weight gain"), mood swings ("mood swings") and night sweats ("night sweats"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced rash papular ("raised bumps on hands and feet; itchy"), rash pruritic ("raised bumps on hands and feet; itchy") and tremor ("tremors in my body, especially my arms and legs and my head felt funny"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), tooth disorder ("dental problems"), musculoskeletal pain ("shoulder pain"), the first episode of pain in extremity ("shin pain"), pain ("body pain"), gingival bleeding ("gums bleeding"), sensitivity of teeth ("teeth sensitivity"), tooth extraction ("molar extracted"), the second episode of pain in extremity ("leg pain"), rash ("rash") and visual impairment ("vision problems"). The patient was treated with surgery (on (B)(6) 2016, she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, urinary tract infection, bacterial vaginosis, hormone level abnormal, rash papular, rash pruritic, migraine, headache, tooth disorder, tremor, astigmatism, weight increased, gingival bleeding, sensitivity of teeth, tooth extraction and the last episode of pain in extremity outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, musculoskeletal pain, pain, mood swings, night sweats, vaginal discharge, rash and visual impairment had resolved and the anxiety and amnesia was resolving. The reporter considered alopecia, amnesia, anxiety, astigmatism, bacterial vaginosis, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, menorrhagia, migraine, mood swings, musculoskeletal pain, nausea, night sweats, pain, rash, rash papular, rash pruritic, sensitivity of teeth, tooth disorder, tooth extraction, tremor, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: fallopian tubes were occluded bilaterally on (B)(6) 2012, essure insertion procedure: we found both tubal ostia and deployed the essure device into the left tube. There was one coil visible after deployment was complete. We then did the same procedure on the right side after which there were three coils noted. The patient had tolerated the entire procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events-"mood swings, night sweats, gums bleeding, teeth sensitivity, molar extracted, molar extracted, leg pain, rash, vision problems", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.